Event description:
It was reported that a pt underwent a sling procedure in 2008. Post-operatively, the pt experienced discomfort related to incomplete emptying of her bladder and had urinary residual of slightly more than two hundred cubic centimeters. The surgeon advised the pt that the symptoms were due to swelling and advised advil, relaxation and observation. The urinary retention persisted and the pt was scheduled about 4 months later to have a sling revision to cut the tape under the urethra.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.